Manufacturer narrative:
Report not confirmed. Evaluation of the devices determined that both items performed within specification. It was noted that the motor was operated while an attachment was not in the locked position. On follow-up, it was noted that there was no serious injury. The user manual contains the following warning "heavy side loads and/or long operating periods may cause the device to overheat. If overheating occurs: never place an overheating attachment on the patient or patient draping during surgery; discontinue use and rest the motor by using intermittently; or wrap the motor/attachment interface with a moist sterile towel; if the motor is passed off, the receiver should grasp the motor by the proximal end close to the motor hose." The user manual also contains the warnings, "to avoid injury to the patient or user, do not place the handpiece on the patient or in an unsecured location, when not in use" and "midas rex(r) mr7 motors should only be operated when the attachment is in the locked position."

Event description:
It was reported that during a spinal procedure, the motor overheated. The surgeon laid the motor on the patient. It burned through the drape and burned the patient. Ointment was applied and the wound was dressed. It was noted that the attachment may not have been locked onto the motor. No additional information is available at this time. On follow-up, it was noted that there was no serious injury.